Event description:
It was reported that the lightsource unit would not fully power on. It was further reported that it would not get out of "standby" mode. Further there was no pt involvement; therefore, there was no adverse consequence to any pt.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.